Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions, medical device ¿ problem code ), h11 a getinge field service engineer was dispatched to evaluate the unit. The fse reported that they determined the drive valve assembly needed replacement. Once replaced the device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of the unit unable to function properly. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Fails the drive manifold test. Vacuum leak diff. Pressure is at 29mmhg. Pressure leak diff. Pressure is at minus 65mmhg. There is currently a CAPA open for this part so it will be retained. Retaining the part in the failure analysis and testing department per procedure. The probable cause could be component reliability.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, b5, e1(initial reporter), d9 (return to mfg date), h2, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had anti pulse was intermittently stopped during use without any error messages, upon service of the device determined that the reported intermittent cessation of counterpulsation was associated with a malfunction of the drive valve assembly, which was replaced during service. No harm or injury to the patient was reported.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had anti pulse was intermittently stopped during use without any error messages. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.